Event description:
It was reported that intermittent loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) confirmed that this lv lead exhibited loc and suggested in-clinic review of the lead. This lead remains in service. No adverse patient effects were reported.